Event description:
Caller alleged the patient was undergoing one (1) tpn treatment per day for 6 days total. Patient alleged that each time she "opened her bag" it was wet inside. Patient had disposed of all used bags before caregiver could visit patient's home. Patient had one (1) unused bag from the same lot.

Manufacturer narrative:
The lots listed in the complaint have previously been tested and found to leak. The male (B)(4) lock that was supplied from (B)(4) vendor does not meet specification.